Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and an interior inspection was performed. The functional testing and inspection failed, confirming the reported event of no vibration. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised territory business manager to test the alert functionality and reported alerts were functional.